Manufacturer narrative:
The customer's meter was received for investigation. After powering on the meter, the visual inspection of the display showed several black lines and spots. The issue does not affect the readability of the result. The result is clearly readable. The returned display assembly was removed and replaced with a fully functional display assembly. The meter performed as expected with an exchanged display.

Manufacturer narrative:
The test strips were requested for investigation. The strips will not be returned as the customer no longer has the vial used during the incident. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable glucose results with accu-chek inform ii meter serial number (B)(4). The results from the meter were 420, 126, and 176. The unit of measure was not provided. Per the customer, the tests were performed "one right after another." The exact date and times of the results are unknown. The initial reporter stated, "valid controls are ran [sic] every 24 hours on the meters or they cannot run patient tests."